Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. Programming changes were made.

Event description:
New information received notes that the issue was discovered through merlin.net transmission and the patient was called in clinic. Patient was asymptomatic.